Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the aspiration pressure did not increase (aspiration failure) during ultrasound while performing a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The returned sample was visually and functionally tested and passed testing, no aspiration issues were found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined; however potential root causes are listed. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4)